Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because it was disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that there no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(4): the nexsite device was placed successfully on (B)(6) 2015. There was trauma caused from creating the pocket during placement. Moderate exit site drainage was reported on (B)(6) 2015. Other than the drainage from the site, no signs or symptoms were documented. The patient was treated with one single IV infusion of 1000mcg vancomycin prophylactically for a suspected infection on (B)(6) 2015. A wound culture of the exit site taken on this date showed no growth in 48 hours. The catheter exit site was examined on (B)(6) 2015 and had some erythema over disc but no drainage. The event had resolved on (B)(6) 2015. No action was taken with the study device. On (B)(6) 2015, the patient is reportedly doing fine and no further evidence of infections or other issues reported; no additional drainage reported. On (B)(6) 2015, the catheter site was inspected and there was marked erosion over top of the catheter disc. This skin erosion progressed over the period of a week. The dialysis rn reported that week that "the catheter is fine, there are no flow issues, no blood cultures or wound cultures have been drawn and the exit site looks fine". On (B)(6) 2015, the patient was referred for re-examination of catheter exit site and possibly catheter removal because the dialysis staff had complained about the condition of the catheter disc underneath the skin. Upon presenting to the access centre, the site was examined and it was noted that a large portion of skin over top of the catheter disc had in fact eroded away. A decision was made to remove catheter. The patient is now dialyzing with another catheter.